Event description:
Note: date of event and death are unknown. On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article, "ultraflex precision colonic stent placement as a bridge to surgery in patients with malignant colon obstruction by d. Fregonese, et al published in gastrointestinal endoscopy; 2008, v. 67 , pages 68-73. According to the article, in this patient, a colonic tumor perforation was noted at the time of surgery performed six days after sems placement. The sems was surgically removed, and the event resolved without sequelae. The patient later died of sepsis. No direct relationship between sems placement and the development of sepsis could be confirmed.

Manufacturer narrative:
The device manufacture date and expiration date are unknown since the lot number is unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.